Event description:
It was reported to philips that fluoroscopy was unavailable due to software error and image disk issue on an allura xper fd20/15. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the system disk spare part, reinstalled the software, resolved the issue, and restored the device. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).